Manufacturer narrative:
This report is submitted april 10, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved.

Manufacturer narrative:
Additional information : it was reported that the device was explanted on (B)(6) 2018. This report is filed on october 10, 2018. (B)(4).